Manufacturer narrative:
The returned device was evaluated and after investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted into the pod housing after opening the pod. Inspection of the underside of the top housing found score marks, indicating that the linkage assembly was misaligned with the top housing. This misalignment prevented the needle from fully retracting. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 275 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient's mother reported leaking during wear following the delivery of a 10 unit bolus; the pod's adhesive was not secure as well. Medium traces of ketones were also reported. As treatment, a manual injection of insulin (15 units) was delivered.